Event description:
It was reported that during surgery, when opening the instruments trays; from 3 trays that the surgeon had available, 2 were duplicates; causing a delay greater than 30 minutes and forcing the surgeon to change the original procedure to continue with the surgery.

Manufacturer narrative:
The associated device was not returned. A clinical analysis indicated that it was reported that a procedural delay of 1-2 hours occurred as a result of a device related issue. A total knee replacement was performed (using a competitor implant) rather than the planned uni procedure. There is no relevant supporting patient clinical information provided, and there is no report of the patient's current condition. Therefore, no further clinical assessment is warranted at this time. This issue has been submitted to our CAPA process in accordance with applicable internal CAPA procedures. Should additional information be received, the complaint will be reopened. We consider this investigation closed. Credit will be issued for the device.

Manufacturer narrative:
The associated device was not returned. A review of the provided photos indicated that an incorrect tray was sent for a surgery requiring 3 different trays, confirming the stated complaint. A clinical analysis indicated that it was reported that a procedural delay of 1-2 hours occurred as a result of a device related issue. A total knee replacement was performed (using a competitor implant) rather than the planned uni procedure. There is no relevant supporting patient clinical information provided, and there is no report of the patient's current condition. Therefore, no further clinical assessment is warranted at this time. This distribution issue has been submitted to our CAPA process in accordance with applicable internal CAPA procedures. An awareness to be provided to all logistics had been made aware of this non-conformance and seriousness of the issue. As a result of the CAPA process, corrective actions are being implanted to improve our process, making it more robust to help reduce/eliminate this issue from recurrence. Should additional information be received, the complaint will be reopened. We consider this investigation closed.